Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control. Previously administered products included for an unreported indication: iud. Concurrent conditions included acne, irritability, tension, pap smear abnormal, cramp in lower abdomen, polymenorrhoea, uterine leiomyoma, endosalpingiosis, hypertension, uterine fibroids, constipation, epigastric pain, headache, anxiety and depression. Concomitant products included intrauterine contraceptive device (paragard) since 2002 to (B)(6) 2009 for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2014 to (B)(6) 2014 for menorrhagia as well as bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2009 to (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2014, isotretinoin (accutane), nsaids since 2006, oral contraceptive nos and paracetamol (acetaminophen) since 2006. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraine") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache and migraine had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2013. 4 trailing coils visible at both sides she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage, anxiety, abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding (vaginal) was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain'). In a 38-year-old female patient who had essure (batch no. 632024), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: birth control. Previously administered products included, for an unreported indication: iud. Concurrent conditions included: acne, irritability, tension, pap smear abnormal, cramp in lower abdomen, polymenorrhoea, uterine leiomyoma, endosalpingiosis, hypertension, uterine fibroids, constipation, epigastric pain, headache, anxiety and depression. Concomitant products included: intrauterine contraceptive device (paragard) since 2002 to september 2009 for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from april 2014 to august 2014 for menorrhagia as well as bupropion hydrochloride (wellbutrin), codeine phosphate;paracetamol (tylenol with codeine no.3) from july 2009 to september 2014, hydrochlorothiazide since april 2014, ibuprofen from july 2009 to september 2014, isotretinoin (accutane), nsaids since 2006, oral contraceptive nos and paracetamol (acetaminophen) since 2006. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("psychological or psychiatric problems, condition: mental anguish"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), headache ("headaches"), migraine ("migraine") and post procedural complication ("post procedural complication"). The patient was treated with surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, headache and migraine had resolved. And the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6)2013. 4 trailing coils visible at both sides. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 25.5 kg/sqm. Hysterosalpingogram: on (B)(6) 2009, total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage, anxiety, abdominal pain, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: event: " post procedural complication" added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control. Previously administered products included for an unreported indication: iud. Concurrent conditions included acne, irritability, tension, pap smear abnormal, cramp in lower abdomen, polymenorrhoea, uterine leiomyoma, endosalpingiosis, hypertension, uterine fibroids, constipation, epigastric pain, headache, anxiety and depression. Concomitant products included intrauterine contraceptive device (paragard) since 2002 to (B)(6) 2009 for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2014 for menorrhagia as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2009 to (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2014, isotretinoin (accutane) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition:mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2013. 4 trailing coils visible at both sides diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage, anxiety, abdominal pain, depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control. Previously administered products included for an unreported indication: iud. Concurrent conditions included acne, irritability, tension, pap smear abnormal, cramp in lower abdomen, polymenorrhoea, uterine leiomyoma, endosalpingiosis, hypertension, uterine fibroids, constipation, epigastric pain, headache, anxiety and depression. Concomitant products included intrauterine contraceptive device (paragard) since 2002 to (B)(6) 2009 for birth control, ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) from (B)(6) 2014 for menorrhagia as well as codeine phosphate;paracetamol (tylenol with codeine no.3) from (B)(6) 2009 to (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2014, isotretinoin (accutane) and oral contraceptive nos. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain abdominal"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("psychological or psychiatric problems condition:mental anguish"), headache ("headaches") and migraine ("migraine"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, headache and migraine had resolved and the vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2013. 4 trailing coils visible at both sides she received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage, anxiety, abdominal pain, depression quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: new events - dysmenorrhea (cramping), migraine, headaches added. Events menorrhagia, pelvic pain outcome updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 632024) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included birth control. Previously administered products included for an unreported indication: iud. Concurrent conditions included acne, irritability, tension, pap smear, cramp in lower abdomen, polymenorrhoea, leiomyoma, endosalpingiosis, hypertension, uterine fibroids, constipation, epigastric pain, headache, anxiety and depression. Concomitant products included intrauterine contraceptive device (paragard) since 2002 to (B)(6) 2009 for birth control, ethinylestradiol; ferrous fumarate; norethisterone acetate (loestrin fe) from (B)(6) 2014 to (B)(6) 2014 for menorrhagia as well as chlorhexidine gluconate (oral c), codeine phosphate; paracetamol (tylenol with codeine no.3) from (B)(6) 2009 to (B)(6) 2014, hydrochlorothiazide since (B)(6) 2014, ibuprofen from (B)(6) 2009 to (B)(6) 2014 and isotretinoin (accutane). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with bupropion hydrochloride (wellbutrin) and surgery (total hysterectomy(uterus and cervix removed)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2009 and (B)(6) 2013. 4 trailing coils visible at both sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: menorrhagia, vaginal haemorrhage, anxiety, abdominal pain, depression. Most recent follow-up information incorporated above includes: on 14-aug-2019: pfs and mr received- new events: ¿abnormal bleeding (vaginal, menorrhagia), depression and mental anguish, abdominal pain, lot number, new reporters, plaintiff's information, medical history, historical drug, concomitant drugs, and conditions , lab data added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.